Event description:
Boston scientific received information that this right atrial (ra) lead displayed pacing impedances of greater than 3000 ohms and high pacing thresholds. It was suspected that the lead had some insulation damage and/or that it had possibly been micro-dislodged. The patient underwent a surgical procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.